Event description:
It was reported that the user experienced recurrent low glucose readings in the 50¿60 mg/dl range while using the ilet system and attributed these events to frequent sensor errors, with a contemporaneous fingerstick reading of 271 mg/dl despite the system displaying an in-range value. Symptoms included itching near the abdomen and lightheadedness consistent with hypoglycemia. Outcomes included transient hypoglycemia without hospitalization. Troubleshooting and education were completed with the user. Investigation included review of the reported symptoms and device use context, including reference to prior reports of sensor issues. Investigation of this case revealed that the cause of the reported low readings remained unclear, with suspected contribution from sensor inaccuracies. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.